Event description:
It was reported that the (B)(4) three piece collamer lens was inadvertently loaded into a competitor's injector and tore during insertion. The lens was removed and replaced without any injury to the patient. Reporter stated the event was due to a loading error. This is off label use of the device.

Manufacturer narrative:
(B)(6). Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens. (B)(4).